Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not synchronized with the server. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronized with the server. A technical support specialist (tss) logged in as carefusion (cf) support, switching to condamine, and stopping both the maintenance and data synchronization services. The data sync debug log was monitored while the get tx and recovery structured query language (sql) scripts were executed on the server, with results saved for reference. The core.systemoperation table was then truncated to remove excess purge data that could block synchronization. After restarting the data sync and maintenance services and confirming the no variation in change tracking version message, the station was rebooted into application mode. The facilitys change tracking chunk size was adjusted in the pes web application to complete synchronization recovery. The system functioned as intended after the technical support specialist troubleshot the device.